Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found but blood/body fluid was observed on the distal conductor.

Event description:
It was reported that during a procedure to reposition the lv lead, it was noted that the outer insulation was "compromised". The lead was removed and the physician attempted to implant a new lead. The new lead could not be implanted due to patient's anatomy. The lv port of the device was plugged. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found but blood/body fluid was observed in the distal conductor; (B)(4) outer insulation breached cut; all conductors found distorted; distal conductor blood observed; full lead analyzed.